Event description:
It was reported that one day post operation, the patient's right ventricular (rv) lead had high thresholds. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner tubing of the lead was extrinsically breached due to a cut. There was blood on the distal conductor of the lead and it was obstructed. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Analyst noted that due to the length of implant, and the anomalies described in the event, the large volume of blood ingress in lead leads us to conclude that the extrinsic insulation breach which was observed during analysis occurred at implant, and the insulation breach is likely the cause for the electrical complaints.

Event description:
It was further reported that there was a lead impedance warning, and the right ventricular (rv) lead had low impedance. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.